Event description:
It was reported the bed could still be moved when the brakes were applied, due to rubber come off the caster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.